Event description:
It was reported that the asymptomatic patient presented in clinic for follow up. Upon interrogation, it was discovered that the implantable cardioverter defibrillator was in backup vvi operation. A device download was performed successfully.